Event description:
The affiliate is reporting that one of their accounts reported to them that a pt had a severe inflammatory reaction post-op to an unknown shoulder repair. A second operation was had to remove a mitek cufftack that was used in the original surgery. The affiliate is following whatever response they receive to depuy mitek.